Event description:
It was reported that this right ventricular (rv) lead was explanted due to an insulation breach that resulted in intermittent impedances and high thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The outer conductor resistance measured as an electrical open, indicating a fractured or broken conductor. A fractured outer conductor was observed ~23 cm from the terminal end. Fracture characteristics are consistent with cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an insulation breach that resulted in intermittent impedances and high thresholds. A new lead was implanted. No additional adverse patient effects were reported.